Event description:
Pt was treated in 2003. Pt developed waffling on lower cheek area about one month post treatment. Thermage was notified of event in 2003. Status of most current follow-up; 2004. The waffling has resolved completely. The doctor used restylane to clear the waffling.